Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cellulitis and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation-hot, red cellulitis, pain in breast and under the arm and accumulation of liquid, problems caused by texturing of implant.

Event description:
Patient reported that they had "hot, red cellulitis, pain in breast and under the arm and accumulation of liquid". Patient also reported they were hospitalized 4 times due to the problems caused by their textured implant. Device was explanted. Affected side is left.